Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin and was not performing the air removal step. Customer was educated on the air removal process when filling a cartridge and that using cold insulin is off label as per the user guide. Customer¿s blood glucose value was 121 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge.